Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture, calcification on implant, small pericardial effusion and low white blood cell count". Small pericardial effusion and low white blood cell count are considered not device related. This record is for the left side. The device remains implanted.